Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to address the issue. Additionally, it was reported that the pump shut off unexpectedly. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support.